Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device, leading to pacing inhibition.

Event description:
Additional information was received indicating the right ventricular (rv) lead was capped and replaced during an unrelated procedure. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead. The physician suspected the noise was due to rv lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.